Manufacturer narrative:
Vyaire complaint #: (B)(4) . At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer initially reported that they wanted to purchase a vela main board for their stock of components. Vyaire medical informed them that the component can not be sold for their stock. The customer responded with stating that this vela ventilator experienced an unresolved "xdcr fault" alarm with no patient involvement.